Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that, during an office visit on (B)(6) 2022, the patient had palpitation on the evening of (B)(6) 2022. On (B)(6) 2022, the left ventricular assist device (lvad) provider noted suction alarms consistent with palpations. Because the suction events and palpations resolved no medical intervention was required. Additional information revealed that the patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02dec2021. No further information was provided. The manufacturer is closing the file on this event.